Event description:
The facility's biomed engineer reported an infusion pump with an 808:04 failure code. The biomed reported to baxter customer service that the failure did not occur while the device was in use on a pt but there was no report of pt injury or medical intervention as a result. The biomed also stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code, infusion rate or the set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.